Manufacturer narrative:
Item was disposed of by hospital staff. The root cause could not be determined. The surgeon was using a lot of force to pull fracture and it snapped off. Possible root causes could be: too high torsion forces during insertion; the user applies bending forces on the thread; insufficient cleaning causes pitting corrosion - corrosion favors breakages. The complaint is added to the complaint trend.

Event description:
Working end of (B)(4) came off.